Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was reproduced and confirmed while navigating the home screen. The cause was found to be a failed speaker. The rear case which contains the speaker was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had no audio. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). This MDR was initially reported in error. Upon further review of this evaluation, it was concluded that the reported malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04476 can be removed from the FDA database.